Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 3.50 x 38 promus premier was deployed. A distal stent edge dissection was observed. The dissection was further described as type b and flow limiting. The dissection was covered with a 3.00 x 12 mm promus premier and the procedure was completed. The was stable post-procedure and fully recovered.